Manufacturer narrative:
The field service engineer (fse) reviewed the instrument logs and found no abnormalities. The architect (B)(4) was inspected and found the buffer reservoir was contaminated with sediment on the bottom of the container. The fse cleaned the reservoir to resolve the issue and discussed the importance of following maintenance procedures with the customer. The buffer reservoir was identified as likely cause. Review of the service history for the architect (B)(4) did not identify contributing factors. One subsequent ticket was opened related to the complaint issue, however the cause was determined to be due to a leaking sample pipettor. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with discrepant results. The i2000sr erratic result rate is within acceptable limits with no trends identified. Trending data and manufacturing documentation for the buffer reservoir did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
Patient identifier: complete entry is (B)(6) , patient information: no further patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result while using the architect i2000sr analyzer. Sample ID (B)(6) generated 584.16 miu/ml and retest of <1.20 miu/ml. No impact to patient management was reported.